Manufacturer narrative:
No specific information regarding the procedure date was provided; therefore, no da vinci system or accessories log files or device history record are available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a robotic cholecystectomy which required conversion to an open procedure. No information as to the reasons for the conversion were provided. The patient subsequently died but no details as to the events that led to their death or how they died were provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient expired. The procedure date was unknown, and the cause of death was not provided. The da vinci procedure was converted to open; the site operating room manager reported that the conversion was not related to a device issue or a da vinci product malfunction. The reason for the convert to open was not provided. Additional information has been requested; no response has been received.

Manufacturer narrative:
Section b5 additional information received: the director of quality for this hospital reported that there was no da vinci issue and they do not attribute this event to a da vinci product. No additional event information was provided.

Event description:
Refer to h11 for follow-up information.